Event description:
The fixators were applied to treat bilateral tibial fractures. It was subsequently noted that the clamp cover screw and central rotating screw had loosened on one of the fixators. A second surgery was performed to realign the fracture. A 3rd surgery was later performed to replace both fixators.